Event description:
It was reported that 29 months post xience v stent implantation in a restenosed stent in the left internal mamary artery to left anterior descending artery (lima-lad), the patient experienced unstable angina and was hospitalized. On (B)(6) 2011, percutaneous coronary intervention was performed. There was no adverse patient sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It was reported that the xience stent was implanted to treat re-stenosis of a previously implanted stent. It should be noted that the instructions for use (IFU) states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects. Furthermore, a review of the label attachments for the lot history record (lhr) revealed an expiration date (use by date) of (B)(6) 2008 and the date implanted (procedure date) was (B)(6) 2008. This information was previously reported under MFR # 2024168-2009-01582.